Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. Upon troubleshooting actions, the philips field service engineer (fse) found that the pcs of the main cabinet were not powered up due to main power supply of main cabinet was not starting. To resolve the issue, the fse repaired the power supply of the main cabinet and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.